Event description:
A customer contacted beckman coulter inc, (bci) regarding erratic testosterone results below the normal reference range generated by the access 2 immunoassay system for one patient. Repeat testing on an alternate instrument resulted within the normal reference range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was serum and was collected in a sst tube which was centrifuged in the stat spin. The customer re-centrifuged the specimen in the primary tube prior to repeat testing. Qc was within the customer's established ranges prior to, during and after the event. A system check performed on (B)(4) 2010 met specifications. The customer did not question any other analytes or any other results. Service was not dispatched for this event. No clear root cause could be determined for this event.